Event description:
It was reported that during a tlif procedure, l2-3, 3-4, 4-5, after the final tightening of the locking cap the surgeon decided to try and remove the locking cap in order to reposition or remove a screw due to the length of the screw. In attempting to do so, the screw driver shaft broke, the tip of one handle broke and the other handle is now loose. The sc noted that the torque limiting tool was not used. All of the pieces were retrieved and the surgery was completed, leaving the locking cap tightened and intact and the screw in place. The sc reports that approximately 5 minutes may have been added to the case due to the complaint. There was no adverse effect to the patient. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on the device history record complaint device conformed during manufacturing. This complaint is invalid from a manufacturing standpoint. The device was received, however, no evaluation is available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A product development event evaluation was performed. Each of the failure modes of the drivers (twisting, breakage, deformation of the material, and separation of the silicone handle from the driver shaft) indicate excessive force being used during the attempted removal of the locking cap. The complaint description specifically states that the driver issues occurred during removal of the locking cap, which had been final tightened. In addition, the surgeon did not use the torque-limiting handle. The matrix technique describes the need to use a torque limiting handle when removing already locked locking caps. The complaint is deemed invalid as the torque limiting handle was not used during the removal of the locking caps. (B)(4)

Event description:
This is report 4 of 4 for file (B)(4).

Manufacturer narrative:
The device was used for treatment, not diagnosis.(B)(4)

Event description:
L3-l4 treated